Event description:
It was reported that the insulin pump alarmed motor error multiple times when attempting to bolus. Customer does not use the sensor feature and stated that when filling the tubing it gave a weird noise. Customer's blood glucose reading at the time of the call was 370 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarm. No noise anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.